Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the eye collapsed due to an obstruction in the irrigation cannula during cataract/vitrectomy combined procedure. The patient experienced loss of tonus and intraocular hemorrhage. When loss of tonus was noticed, the infusion cannula was check and no liquid was coming out. The patient underwent an additional surgical procedure and was hospitalized for one day. Additional information has been requested but not received to date.

Manufacturer narrative:
The lot complaint history was reviewed, this was the second complaint for the finish goods lot; however, the first for this issue. The device history records showed the product was released per specifications. The used returned sample was visually inspected and it was noted different sizes of syringes were returned with the sample. The customer reported a clogged cannula, as such, a full analysis of the components was performed. The yellow stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. No occlusion was observed in the infusion cannula, or the tubing. Using a syringe barrel, fluid was able to flowed to the infusion cannula without any force. The sample was functionally tested using a console representing the current software version. The returned tip and used infusion sleeve with bubble suppression insert were installed into the ozil hand piece. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Fluid flowed from the infusion exit port of the cassette to the infusion cannula in the infusion mode. No message code appeared on the screen. The operator's manual warns that the constellation's closed loop system that adjusts iop levels during surgery cannot replace the standard of care in judging iop intraoperatively; hence, the surgeon must continue the common practice of informally judging the iop through clinical and visual cues that a competent/trained operator is well versed in. A review of the returned video found instruments were inserted multiple times into the eye, and infusion flow was apparent when the infusion cannula was removed in and out of the eye. The customer stated "checked on the constellation whether the infusion was activated (it was), then they have taken out the infusion cannula and saw that no liquid came out . They took the cannula away from the tubing and saw that the infusion worked. It is assumed that the cannula has clogged (front) during cataract surgery, perhaps with the glass body or viscose, etc.." The video did not show the system parameters for infusion when the event occurred. The reporter's statement does point to surgical technique as a potential cause, whereby it's possible the surgeon intraoperatively clogged the cannula "with the glass body or viscose, etc." During the cataract. Based on a thorough and complete analysis of the results of the investigation, sample testing, and observations, there was no evidence contained in the reported data to conclude that the design or performance of the console caused or contributed to the reported event. The sample was fully tested and no occlusion was found; the sample met specifications. It was been determined that the sample met specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A hospital person reported that the patient underwent an additional procedure in (B)(6) in a different hospital. Two more additional procedures are planned to be performed in spring / summer of 2017.